Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (b)(5). A livanova field service representative was dispatched to the facility to investigate. The service representative identified that the problem was intermittent and traced it to the cardioplegia heating element and replaced it. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The unit was recommended to be returned to livanova deutschland for further investigation and repair. Investigation revealed an insulation failure caused by pitting with the possible root cause determined to be related to too high of concentration or too long exposure time of sodium hypochlorite. A review of the DHR could not identify any deviations or non-conformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was causing a tripping the lim alarm during the procedure. There was no report of patient injury.